Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). The reported shutdown could not be duplicated. The ventilator passed pre-use checks and all calibration, functional and safety tests. The ventilator was cleared for clinical use. It was observed by the fse that the user facility had spliced two monitor control cables together to extend the length of the monitor cable. While pressing on the splice, the ventilator alarmed for restart ventilator. Extending the monitor cable is not recommended and the user facility will replace the defective cable. Provided ventilator logs were reviewed. The ventilator generated a technical error code for on/off switch error. Thereafter alarms for apnea and respiratory rate low, indicating the time between two consecutive inspiratory efforts exceeds the set alarm limit. It is unknown if these alarms are correct or if it is a result from a short circuit in the spliced monitor control cable. In conclusion, the reported shutdown is most likely due to the spliced monitor control cable which caused a short circuit in the communication between different subsystems in the ventilator. However, this has not been conclusively determined. No parts have been returned for investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator shutdown. There was no patient harm. (B)(4).